Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a button alarm. Tandem technical support educated the customer to keep items from pressing on the button to prevent this alarm from occurring. However, customer stated that nothing was pressing on the button. The customer¿s blood glucose level was between 80-150 mg/dl.